Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the hydratome rx sphincterotome was visibly damaged at the distal tip and would not enable cannulation. The damage was indicated to not affect the performance or integrity of the cutting wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; the working length proximal to the distal tip of the device and the exposed cut wire was kinked/ bent.

Manufacturer narrative:
(B)(4) (damaged / unable to cannulate) a visual examination revealed that the working length/distal tip with exposed cut wire was twisted, the working length proximal to the distal tip and the exposed cut wire was bent/ kinked. Investigating the cannulating orientation of the device by inserting the device into a test scope, it was found that the initial tip orientation did not meet the orientation specification due to the deformed/twisted distal tip. The orientation of the distal tip could be adjusted left or right by rotating the handle but still could not be adjusted within specification. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification but the bowing was not in plane due to the deformed tip (cannulating wire movement). The condition of the returned incident device was consistent with the complaint that the sphincterotome was visibly damaged at the distal tip and would not function properly. Though additional information stated that the performance or integrity of the cutting wire was not affected, the condition of the returned device clearly indicated that the cut wire was bent which affected cannulating orientation/ wire movement. During manufacturing, the tome devices are 100% inspected for cut wire - working length integrity and cannulating orientation. In addition, a forming mandrel is loaded at the distal tip to maintain the curve. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.